Event description:
Stent came off balloon as it was being inserted to lesion which left the stent undeployed floating in the external iliac artery. Provider was able to manipulate and get the stent positioned in the correct position to avoid an adverse outcome.